Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds during implant. It was decided to implant the lead and check it the next day. The lead still exhibited high thresholds the next day. The lead was programmed off and was programmed back on the following week. The lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.